Manufacturer narrative:
H.6. Investigation: one sample (model #20129e) was returned and investigated. It was reported that the filter part of the lipid line was occluded. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10 ml bd syringe and attempted to be primed with 85% glycerin/ 15% water solution. The sample was unable to be primed as the filter appeared to be occluded. Due to the lipid solution being in the filter and line for an extended period of time the occlusion is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. A device history record review for model 20129e lot number 20126374 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20126374 regarding item #20129e. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ extension set lipid line filter was blocked during use. The following information was provided by the initial reporter: "smof lipid pump kept alarming occluded. After diconnecting line from patient, lipid line would still not run. The filter part of the lipid line was clogged. New lipid filter need to be used."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ extension set lipid line filter was blocked during use. The following information was provided by the initial reporter: "smof lipid pump kept alarming occluded. After diconnecting line from patient, lipid line would still not run. The filter part of the lipid line was clogged. New lipid filter need to be used."